Event description:
Customer complaint: limited data available. The blood pressure wrist cuff gave the customer multiple readings that were very high. The customer had brought the device to their doctor to ensure they were using the product correctly but still received inaccurate readings.

Event description:
Customer complaint - limited data available "customer review complaint: ""this b.p. Wrist cuff gave me multiple readings ridiculously high!!! 258/152-273/164 and yes it was done correctly because I also brought it with me to the dr.'s office who also put it on my wrist 2 times using both wrists. When he took my b.p. Manually it was 137/86 and 136/86 done on both arms. I purchased a sure life b.p. Machine which uses an arm cuff and it reads accurately. It was only (B)(6) more.